Event description:
The customer complained of the insulin pump depleting the batteries prematurely and the display going blank after battery changes. During the phone call, the customer stated that she had previously been hospitalized, due to diabetic ketoacidosis. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. All of the operating currents were within specification, and no unexpected low battery alarms were observed. The insulin pump was programmed with a basal rate and monitored, and no blank display was observed. After testing, it was concluded that the device operated within specifications.